Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient required external rescue after delayed detection occurred during an episode of ventricular fibrillation (vf). The detection delay was due to the extended number of intervals to detect (nid), and undersensing. In addition, a lead integrity alert (lia) triggered due to short intervals during a previous arrhythmia. Reprogramming was done, and the device and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.